Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined the cause for the problem to be the power pcb assembly. The power pcb assembly was replaced and proper device operation observed through functional and performance testing. The device was repaired and then returned to the customer for use. Physio-control evaluated the removed power pcb assembly at the failure analysis center; however, the reported failure was not duplicated.

Event description:
It was reported that the device would only power on when there was a battery installed in both battery wells and then show only battery 1 as being recognized. The device would not power on if only one battery was installed. There was no report of patient use associated with the reported failure.